Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right ventricular (rv) lead exhibited unspecified low impedance measurements and noise. The noise was oversensed resulting in an unknown duration of pacing inhibition. The patient was pacemaker dependent and experienced dizziness. Programming changes were made and a lead revision procedure was to be planned. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.

Event description:
Additional information was received that an invasive procedure was performed. This crt-d and another manufacturer's rv lead were explanted and replaced. A lead insulation issue was suspected, however, was not confirmed. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.